Event description:
It was reported the patient reports a loss of therapeutic effect. The patient reports her interstim was not working. The patient reports she has seen two healthcare providers and it has not worked since it was implanted by the first healthcare provider. The patient reports in 2012 she had her stimulator replaced only not the lead. The patient reports she was urinating all over. The patient reports she would like to go back to implanting healthcare provider because he was on her insurance now. The patient reports she would like to go to him to get new leads put in. The patient reports she last had her stimulator checked in (B)(6) by healthcare provider. The patient reports healthcare provider knows the interstim never worked. The patient has not recently been working with the healthcare provider. The patient reports healthcare provider intern said the doctor can help over the phone. The patient reports that was new. The patient reports she was on program 4 at 3.2 and the patient see the lightning bolt. The patient reports she was usually not on program 4 so she does not know how she got there. The patient reports she thinks she was usually set on 1. The patient reports she does not feel the stimulation. The patient reports she was at 3.7 and she can feel it and it was comfortable. The patient reports she gets no warning when she has to go to the bathroom, it just starts flooding. The patient states she was having left knee surgery on (B)(4) and she would like this taken care of before she goes.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v059468, implanted: (B)(6) 2007, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).